Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure system was making excessive noise for a patient with a pace maker. They tried to move the stimulus and ground to the shoulder, opposite side of where operating. They were doing a thyroid and moved it to the opposite side of the pacemaker but noise continued. The electrode check was passing, system was plugged in to wall power directly, muting probe and it was properly looped, pi box was hanging from metal bed and they have moved it away , leads were not crossed and nothing was touching them, threshold was set to 150. There was no patient impact.

Manufacturer narrative:
H6: code is updated. Previously updated d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.